Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 95% stenosed. The vessel was pre-dilated with a 1.2x6mm semi compliant balloon and a 2.5x8mm xience alpine stent was deployed. Post dilatation was performed with an unspecified non-compliant balloon and a distal edge dissection was observed. A new xience alpine was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.